Event description:
The stent failed to deploy completely. The thumbwheel was hard to turn and then failed to turn. The stent was partially deployed, approx 1/3 in the common femoral artery and 2/3 in the sheath. A snare device was used to try and retrieve the part of the stent in the artery; however, failed to snare the device back into the sheath. A series of small balloons were used to push the stent out of the sheath into the artery. The same balloons were used to push the stent out of the sheath into the artery. The same balloons were then used to deploy the stent in the artery (unintended site). The stent appeared to be deformed and during the deployment a vessel wall dissection occurred. The dissection coincided with the deformed stent and a second stent was deployed inside the first stent to keep it open and also to treat the dissection. The lesion was treated with another co's stent and the procedure was completed without further incident.